Event description:
It was reported that the pressure guidewire was opened into the table and the hoop was placed flat. The pressure guidewire was connected to the pipette and it was successfully zeroed. It was shaped inside the introducer needle and inserted into the guide catheter. The pressure guidewire was normalized and advanced down the coronary when an error message "attach wire to connector" appeared. The wire was removed, disconnected, and reconnected but the message was received. All cables and connections were checked but no obvious error was observed. A new pressure guidewire was used to complete the procedure. The pressure guidewire was received by the manufacturer and during evaluation, it was observed that the distal part of the pressure sensor was missing from the device.

Manufacturer narrative:
(B)(4). The device was returned and investigated according to volcano policy. During evaluation of the returned pressure guidewire, it was observed that the hypotube was kinked at about 7.5 cm. From the proximal end. The distal part of the pressure sensor was missing from the device. When functionally tested, an "attach wire to connector" message was displayed. The wire failed the signal test. The most likely cause of the observed signal failure was the broken pressure sensor observed on the returned device. However, we could not conclusively determine how and when the observed damage occurred. The pressure sensor is fabricated from silicon wafer l: 900 +/- 4u and w: 244 +/- 4u) and is not readily seen on x-ray equipment commonly used in the cardiac cath; it may or may not appear on the cine or fluoroscopy depending on the size of the vessel. In the event that portion of the sensor was left inside the coronary artery, the following possible events could have taken place: vessel spasm, vessel closure due to thrombosis, ischemia on ECG and/or chest pain, and or myocardial infraction of the impacted vascular bed. However, none of these possible events were reported. There was no patient injury reported. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. At this time, root cause is unknown and it cannot be confirmed or known whether the pressure sensor went missing while the wire was in the patient. Therefore, this report is being submitted out of an abundance of caution.